Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation difficulties were encountered. The physician reported that the taxus express2 8.8% 3.5 x 32 mm drug eluting stent "deflated late after inflating." Additionally, the balloon was "resistant to come out after it seemed to deflate under fluoroscopy." The procedure was considered successfully finished and there were no pt complications. Additional information has been requested.